Event description:
It was reported that during a laparoscopic hepatectomy, the electrode peeled away, but did not fall from the jaw. There was no bleeding. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The instrument was disassembled and no evidence of damaged was found in the internal components.